Manufacturer narrative:
(B)(4). Batch # r5ak5y. Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with one ecr45g cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # r5ak5y. A manufacturing record evaluation was performed for the finished device batch number and no non-conformance's were identified. Was the red manual knife switch attempted? Not reported. If so, did it function properly? Not reported. Did the jaws of the device eventually open? Not reported. Also, the lot number provided, r94x84, does not refer to an ec45a device as reported. Not reported. Please provide a valid six digit lot or batch number for the device involved in this event. Not reported.

Event description:
It was reported that during the malignant neoplasm of rectum surgery, after fired, could not open the jaw. As the tissue was cut off, removed the device from the patient through tissue gap. There were no adverse consequences to the patient. No additional information could be provided.